Event description:
It was reported that the patient experienced fever and a possible infection somewhere in their heart. The implantable pulse generator (ipg) system was removed 'to be safe'. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.